Manufacturer narrative:
The complaint device was returned. Device evaluation identified that the front case was cracked, the battery compartment was broken, the battery door was missing, and the warranty sticker had been compromised. The front and back case/housing and the battery door were replaced. The back casing and battery door were replaced with the newer style parts as the older ones were known to be defective. The circuit boards were inspected. The device set to factory reset and tested on a simulator. The case was checked for damage. The unit was not tested prior to repair due to the defective parts; therefore, the report of overheating could not be confirmed. However, if the device had been overheating it was most likely due to the defective case housing and battery door. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the device overheated while it was on the patient. There was no report of patient harm or required intervention. No additional event or patient information is available.